Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver does boot and charge but perpetually rebooting.. Functional testing was unable to be run. Open receiver, detached ui pcba, and retrieve the receiver download .the receiver log was reviewed and no issues were found related to customer complaint. The complaint was not confirmed because the receiver was manually shutdown and restarted prior to perpetual rebooting.. A root cause could not be determined.

Manufacturer narrative:
(B)(4). This supplemental MDR with follow-up #01 is being submitted to correct the g7 type of report follow-up number, which was previously submitted as follow-up #02 on fri sep 01 19:55:31 edt 2017 with 3004753838-2017-69797. The ack3 was received on fri sep 01 19:55:31 edt 2017 with coreid: (B)(4).

Event description:
This supplemental MDR with follow-up #01 is being submitted to correct the g7 type of report follow-up number, which was previously submitted as follow-up #02.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. The receiver has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.